Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes; d.10 returned to manufacturer on: 25-apr-2023. H.6. Investigation summary: bd received [100] samples for investigation. 100 samples were inspected with no issues being identified. 10 sample tubes were draw tested. All tubes were within specification limits. 10 retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode with the investigation completed. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. This event affected 10 tubes. The following information was provided by the initial reporter. The customer stated: "the tubes are not filling completely."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. This event affected 10 tubes. The following information was provided by the initial reporter. The customer stated: "the tubes are not filling completely."